Event description:
A facility reported that after having easily identified the subdural space, the guidewire was inserted (after having adequately lubricated it with saline solution to allow for better sliding) in the patient. The progression was fluid, and the surgeon then removed the metal needle and began to extract the guidewire with one hand while holding the catheter firmly with the other hand. Surgeon immediately felt resistance and noticed the catheter curling from the insertion point. After about 15 cm, the guidewire coming out, appeared unusually thin and had "frayed". The overall length of the same was therefore much greater than normal. Surgeon then proceeded to carefully extract it all until he found the terminal part (which appeared intact), and later noted that the catheter itself had been damaged in several places with consequent leakage of liquor from various passages along its course. It was therefore necessary to cut it up to where there were no more present these cracks (about 20 cm from the internal tip) and connect it with the classic connection system. Additional information received indicating the following: we noticed that the catheter leaked fluid because it was damaged during the removal of the guidewire. Can you tell us if the catheter was changed, or if the damaged portion was cut to keep only a section without cracks? The damaged part was cut to keep only a section without cracks. Or was another available lumbar catheter from the same reference used? From the same or a different lot number? No. Was there any patient harm or complications due to this issue? No. Was the procedure delayed? If so, approximately how much? It took approximately 15 additional minutes. Were any additional tests or procedures required? No. Was there any anatomical feature, condition, or abnormality that may have made removal of the guidewire difficult? No. Was the tuohy needle removed prior to removal of the guidewire? Yes. Was the catheter wrapped around the hand or fingers for better grip? Around the fingers.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The ins5010 hermetic catheter was returned for evaluation: device history record (DHR) review - the DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Failure analysis - a catheter and guidewire were received; however, no product label was returned with the unit; therefore, the reported lot number could not be confirmed. The product was visually inspected, and the guidewire was found to be unraveled. The guidewire was inspected and found to be complete, and it was observed that the inner wire detached from the distal weld. A piece of catheter (about 42 cm) was returned with the wire. It was observed that the returned piece of catheter was the proximal end (to surgeon) of the catheter. This is attested by the marks observed at one of the ends of the catheter of the surgical sutures used to secure the catheter to the luer connector. At the other end of the returned tubing, it was confirmed that it had been slitted by the action of pulling the unraveling guidewire just above where the catheter was cut by the health practitioner. Therefore, the complaint is considered confirmed. Root cause - based on the evaluation of returned unit and the information provided by the client, the most probable root cause for the reported condition is related to the technique used during the guidewire retrieval (wrapping the guidewire around the fingers) which may cause the guidewire to snap/break causing the reported condition. The root cause of guidewire breakages via a scar has been carried out, and no manufacturing issues were identified. However, the supplier reported that the user should not bend the wire; for example, wrapping the guidewire around the hand or fingers when removing the guidewire since this action could create a force on the distal weld exceeding 2.75 lbs., causing the observed breakage at the distal weld and subsequent guidewire stretch or unraveling.

Event description:
N/a.